Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
Customer reportedly received the following results on the compact plus system: within 10 minutes: 7.3 mmol/l, 5.0 mmol/l, 3.2 mmol/l, and 3.2 mmol/l. And on a separate occasion also within 10 minutes: 11.8 mmol/l, 15.9 mmol/l, and 4.0 mmol/l. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.